Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced high blood glucose level ranging from 300 to 400 mg/dl and scratches on the insulin pump screen. The customer stated that they can not read the insulin pump screen and keeps beeping. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device audio/beep/vibrate function properly and no anomaly noted during testing. Device had minor scratched lcd window. (B)(4).